Manufacturer narrative:
(B)(4).

Event description:
It was reported during a system implantation, the set screw component was extracted from the device header as the physician tried to pull out the wrench during lead repositioning. The device was removed and replaced. All functions were normal with the new device. No adverse complication was detected.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed. Upon receipt, the df4 set screw arrived separated from the ICD and was attached to a end of biotronik torque driver. The cause of the field event was due to an incompatible torque driver used by the field.